Event description:
A call placed to technical services on (B)(6) 2016, reported that this rv lead was implanted on (B)(6) 1997. It was reported that shock impedance went from 50 ohms to 0 ohms. The physician was dr. (B)(6), at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).